Event description:
It was reported that a vascular stent system kinked during advancement in the sfa and during removal, the stent partially deployed with the safety lock in place and the stent fractured. Approx 2 cm of the stent remained in the pt after the stent system was removed and another vascular stent was used to treat the lesion and appose the detached stent segment to the vessel wall. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway. This event occurred during the same event referenced in MDR # 99681442-2012-00187.